Event description:
New information received notes that the patient presented for a follow-up in clinic. The right atrial lead exhibited high capture threshold.

Event description:
It was reported that the right atrial lead was capped and replaced on 07 march 2023 for unknown reason. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.